Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. One opticross catheter was returned for analysis in its original unopened pouch, the pouch did not present holes or cuts that could compromise sterility, however, foreign matters were found in the lower section of the pouch.

Event description:
It was reported that foreign matter was noted. During preparation of an opticross imaging catheter, a black foreign object was found inside the device pouch. The procedure was completed with another of the same device with no patient injury.

Event description:
It was reported that foreign matter was noted. During preparation of an opticross imaging catheter, a black foreign object was found inside the device pouch. The procedure was completed with another of the same device with no patient injury.